Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge leaked resulting in the insulin gauge decreasing. A cartridge change was performed to address the issue. Customer's blood glucose level was 249 mg/dl.